Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as painful blisters forming under therapy pads. There was no alleged device malfunction contributing to the irritation. Patient was seen by a physician and was diagnosed with shingles. The patient was prescribed medication and was advised to remove the vest for 10-14 days by a medical professional. The patient did not say the name of the medication. The medical outcome is unknown.